Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: crack valve, crease flat, and broken on fill channel. Leak test and microscopic analysis were performed which identified: crack valve and sharp broken on fill channel. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Sharp broken on fill channel assessed as an unidentified (tear) opening." Explanatory note corrections to d.9, h.3: d.9 "device available for evaluation?" Was not selected on the follow up 1 report. Subsequently, d.9 "returned to mfg on" was updated. H.3 was selected "yes" prior to conclusion of device analysis on the follow up 1 report.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.